Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that a wearable failure occurred. The wearable was inserted into the abdomen on (B)(6) 2025." D1 brand name - correction. G4 PMA / 510k (premarket numbers) - correction. H2 correction.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that a sensor failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025." H2 correction.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that a wearable failure occurred. The wearable was inserted into the abdomen on (B)(6) 2025. The patient uses tandem tslim and was unable to access modified closed loop without cgm. According to the patient, on (B)(6) 2025, the patient had planned to report the sensor error to dexcom, but experienced tiredness and viral illness. The patient self-treated with basal insulin. The patient stated that she suddenly went into dka and her husband rushed her to the hospital. She was experiencing nausea and vomiting. The patient was treated with intravenous (IV) insulin drip and IV fluids, she was given potassium, calcium, stomach shots, zofran for nausea, ativan, and antihistamine. She stated that she was in the hospital around 13-16 days total. First, she was in the hospital on (B)(6) 2025 and was released on (B)(6) 2025 but went back to the hospital because she was still seeing spaces on her reading. The patient stated that she did not remember any additional details regarding the event and that was all she can remember. Attempts to contact her for more information were unsuccessful. At the time of the report the patient was feeling better. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction. D1 brand name - correction. D2a common device name - correction. D4 catalog no - correction. H2 correction. H6 investigation conclusion - correction - removed code 24.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. The patient uses tandem tslim and was unable to access modified closed loop without cgm. According to the patient, on (B)(6) 2025, the patient had planned to report the sensor error to dexcom, but experienced tiredness and viral illness. The patient self-treated with basal insulin. The patient stated that she suddenly went into dka and her husband rushed her to the hospital. She was experiencing nausea and vomiting. The patient was treated with intravenous (IV) insulin drip and IV fluids, she was given potassium, calcium, stomach shots, zofran for nausea, ativan, and antihistamine. She stated that she was in the hospital around 13-16 days total. First, she was in the hospital on (B)(6) 2025 and was released on (B)(6) 2025 but went back to the hospital because she was still seeing spaces on her reading. The patient stated that she did not remember any additional details regarding the event and that was all she can remember. Attempts to contact her for more information were unsuccessful. At the time of the report the patient was feeling better. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.